Event description:
Related manufacturer reference number: 2017865-2022-03578. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.